Event description:
Customer called on (B)(6) 2011 reporting of a bloody leak at the diff mix chamber of the lh 500 hematology analyzer. Customer also reported that the patient results were affected by erroneously generating results with very high basophils count. It is unknown whether the high basophils count results were accompanied with instrument generated messages. Patient results have been requested several times but have not been provided by the customer. Customer stated that erroneous results were not reported out of the lab and there was no affect or change to patient treatment. Customer was wearing gloves and a lab coat at the time of the leak and no exposure or injury was reported as a result of the leak. Field service engineer (fse) was dispatched and found that the stabilise tube was cracked at the diff mixing chamber causing it to leak. Fse proceeded to replace the mix chamber, the stabilise line and the diff sample line. Repairs were then verified per established procedures.